Event description:
It was reported that urine backflowed to the bladder on the 6th day of use. The user was worried about the defect on the urine drainage bag. There were no defects on the urine drainage bag or inlet tube. Allegedly, the user saw urine back flowed into the inlet tube.

Manufacturer narrative:
Per additional information received during evaluation of the sample, it was determined that the reported event was not reportable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine backflowed to the bladder on the 6th day of use. The user was worried about the defect on the urine drainage bag. There were no defects on the urine drainage bag or inlet tube. Allegedly, the user saw urine back flowed into the inlet tube.